Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image when the 12g-sdi cable 8.5 was connected to the video system center. The issue occurred during preparation for use of an unspecified procedure. The cable was replaced and the intended procedure was completed successfully. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to by deterioration/attenuation, and that the attenuation/deterioration is considered to be caused by damage to the cable interior due to dents, twisting, and bending habits, seen in the cable exterior. Olympus will continue to monitor field performance for this device.